Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, with 2 prostyle devices, the sutures did not capture the vessel wall; therefore, the knots with the formed loops came out of the patient anatomy. The suture of 1 new prostyle device was successfully pre-placed. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed suture combined with a non-abbott device as standard practice. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.